Manufacturer narrative:
The pump was received with no up and down button response due to a flattened button dome switch. The pump was received with a minor scratched display window, a cracked display window corner, a cracked case at the display window corners, a broken reservoir tube lip, cracked battery tube threads, and a broken pump belt clip slot.

Event description:
The customer reported via phone call that there is a crack around the reservoir compartment and on the lcd screen. Customer stated that the up button was unresponsive. Customer's blood glucose was 206 mg/dl at the time of the incident. Customer stated that the damage was just wear and tear. Customer stated that sometimes when he sleeps, he leaves the pump on the bed and sometimes it falls off the bed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.